Event description:
Information received indicates the valve was explanted after 76 months implant duration when MRI revealed severe subvalvular and conduit stenosis. At explant, stenosis of the calcified proximal anastomosis and valvular stenosis of the conduit was observed. Product inspection at removal noted the conduit wall and leaflets were not calcified. One valve leaflet showed a single hole. The distal anastomosis was not stenotic, but was covered with proliferated intima. The conduit was replaced with another 22mm contegra; no additional patient complication reported.

Manufacturer narrative:
Analysis: the conduit as received was cut into many pieces. A gross analysis of the pieces of returned tissue indicate the conduit stenosis was likely due to mineralization and possibly pannus. Thick pieces of detached pannus were received that appear to have been removed from the conduit. Conclusion: the device lack of effectiveness is related to patient condition.